Event description:
Pt had a redo CABG. On first post-op day the intra-aortic balloon ruptured. Failure alarm sounded. Balloon discontinued with no adverse outcome at that time. The next morning a new intra-aortic balloon was placed in pt due to hemodynamic failure.